Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button had stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump turned on when plugged into a power source. The customer's blood glucose level was 343 mg/dl and was addressed with a bolus via the pump. Reportedly, customer would continue to use the pump for insulin therapy.